Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds as well as high and undefined pacing impedance. An x-ray showed the lead pin was not completely placed in the implantable cardioverter defibrillator (ICD) header indicating there is a potential loss of contact in the header. Currently the lead and device remain in use; however, a revision may be scheduled. No patient complications have been reported as a result of this event.